Event description:
It was reported that a therapeutic procedure was performed in 2003 where a fader tip suprapubic catheter was used. It was deployed with difficulty due to it buckling. In 2004 the pt presented with pelvic pain and some foreign material was seen in the bladder under x-ray. The pt went home, returning again 2 months later. Another catheter was deployed successfully through an abdominal incision. Three days later, using a scope and urethral inflation, a urethrotomy was attempted. During this procedure some foreign material was removed which was stuck at the prostate. It appeared to be part of the suture of a catheter.